Manufacturer narrative:
Unit received stuck in pump error 130 loop due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to pump error 130. No loose or disconnected motor flex connector noted on electrical component. The motor was tested outside of the unit and passed. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and corrosion on force sensor. Unit received with moisture damage on motor assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 130. Customer's blood glucose levels were unknown. Insulin pump would be replaced.